Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure, no manufacturing record evaluation is required. Although distributed by depuy synthes syn, the product is designed, manufactured, and labeled by the manufacturing supplier. The requirement of FDA reporting, complaint investigation, root cause, and corrective action is the responsibility of the designing supplier of this item. A manufacturing investigation was performed by supplier. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sd980.005, trumatch orthognathics kit full maxillary. As the issue is related to a broken plate, the planning, implant design and production step will be reviewed. No other steps are considered to be potential contributors to a broken plate. During the investigation, possible root causes of the breakage of the maxilla plate were reviewed. When reviewing the planning it was seen that there was quite a big advancement and that there was a gap between the skull and the maxilla due to the inclination of the maxilla. The occlusion and placement of the maxilla was determined by the surgeon during a planning session. No issues were found with the maxilla plate design as it was sufficiently thick and wide. The production step was also executed correctly and both the geometrical and mechanical properties met the specifications. The information provided by the surgeon revealed the root causes of the issue. The plate broke after 15 months which is past the validated life span. The bone had not healed, causing the plate to still bear forces. Additionally, the patient was clenching his teeth, which places additional forces on the plate. Due to the broken plate, the maxilla was loose, and the patient was no longer able to chew. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - plates: trumatch/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, there were possibly 3 cases of the 3d printed materialise orthognathic lefort plates that were found to be fractured when he went in for implant removal in (B)(6) 2020. The cases were probably done in 2018, but exact dates are unknown and it was the first time that he has reported this implant breakage. The osteotomy was not fused and a revision needs to be done. Concomitant device reported: unk - screws: cmf (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - plates: trumatch. This is report 1 of 1 for complaint (B)(4).